Event description:
It was reported that the first programming session finally happened 5 days ago. Patient (pt) has weekly sessions set up for the next 5 weeks or so. They kept their expectations open. They were told not to expect too much the first session. Pt symptoms have always been rather "episodic" (just come and go in episodes that don't seem to have anything to do with medication). They have been much less active to heal up from surgery. Their symptoms do seem to be less throughout most of this time. Fixed stimulation: allows them to adjust from "2.0" to "2.7". They don't know what these numbers mean other than it's a scale of intensity. They can definitely feel 2.0 but what it does doesn't seem to correct any symptoms. Anything higher becomes uncomfortable. Trying out 2.7 is like a johnny knoxville jackass dare. It's like "playing" with a stun gun. Pt says it's "waaay too high". Nothing about the fixed mode is helpful or comfortable (yet). When pt selects adaptive they can feel it "kick in" with a passing wave of jolting power, but it's not too strong and only last a moment. They can hit "pause adaptive therapy" and when they do, a number "2.9" shows up while paused but no number appears while adaptive is active. From what they read, this isn't actually the same as turning the stim off, they believe it just stops sensing and keeps sending out whatever the level was when you hit the button, but it's definitely not 2.9 at that point, not if fixed mode 2.7 was like playing with a stun gun. 2.9 would be "I'd rather be water boarding" territory, but they don't feel anything. It always reads back 2.9 when adaptive is paused. Pt additionally reported the connectivity from phone to communicator to implantable neurostimulator (ins) is really unreliable and confusing as to what state it's in and unclear how to fix the connection. Charger has problems too. The way its finder works is just poorly coded, inadequate audible and visual indicators and poor physical design. Pt can find the charging spot. But they've written lots of microcontroller projects and made hardware and this is designed like a 1980's tandy handheld game.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.